Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) one day post-implant. An x-ray was taken and confirmed the lead had dislodged. A revision procedure was then performed wherein the physician attempted to reposition the lead but could not successfully re-extend the helix and exhibited high out-of-range pace impedance measurements. The lead was removed and an alternate implanted without issue. No adverse patient effects were reported.